Event description:
A report was received via social media that the patient experienced headaches and could not get out of bed due to intense back pain. The patient has been taking painkillers for back pain and for headaches.